Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels for the last couple of days. The blood glucose reading was 547 mg/dl, which was treated for with manual injections. The customer expressed symptoms of ketones and stated that she was treating with both manual injections as well as the insulin pump. She also noted that the insulin pump had a history of the insulin pump detecting occlusions, so she did not perform the high pressure test during the troubleshoot. She reported that the infusion set cannula was not occluded, that she had already performed 2 infusion set changes and was working with her doctor on her basal rates. Advised the customer to consult with her doctor regarding her insertion site locations, since she uses her thigh area. Nothing further reported.